Manufacturer narrative:
Zoll has not yet received the solex 7 catheter in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
A solex 7 catheter (lot # unknown) was used in an ivtm therapy to provide normothermia to a neuro patient. During the treatment, the customer noted fluid under the patient's dressing. The nurse inspected the 500-ml saline bag and noticed only 250 milliliters of saline was left. There was no blood tinge in the tubing, and there were no traces of saline on the console, patient's bed, or the floor. The nurse was concerned about the observed fluid around the patient's dressing. Zoll clinical field specialist explained to the customer that it is normal to see 250-ml of saline left in the bag as the rest of the saline is circulating in the tubing. The saline bag was never replaced at any point during the treatment. No saline infusion into the patient's body was suspected. The customer did not report any "air trap" alarm, and there was no malfunction on the thermogard console, which was used during the reported event. It was suspected that maybe the medication port was not properly connected. The catheter was replaced, and treatment was continued. The customer did not provide any further information. No consequences or impact to the patient.

Manufacturer narrative:
An additional test was performed on the returned catheter at zoll. The catheter was connected to a known-good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. During further functional testing, the returned catheter was connected to a known-good suk and ran on a console system in both warming and cooling modes for a total of 2 hours. The system ran in the max warming mode with a target temperature of 37°c for 60 minutes and in the max cooling mode with a target temperature of 35°c for 60 minutes. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No leak was observed on the catheter. No problem was found, and the catheter performed as intended.

Event description:
A solex 7 catheter (lot # 164728) was used in an ivtm therapy to provide normothermia to a neuro patient. During the treatment, the customer noted fluid under the patient's dressing. The nurse inspected the 500-ml saline bag and noticed only 250 milliliters of saline was left. There was no blood tinge in the tubing, and there were no traces of saline on the console, patient's bed, or the floor. The nurse was concerned about the observed fluid around the patient's dressing. Zoll clinical field specialist explained to the customer that it is normal to see 250-ml of saline left in the bag as the rest of the saline is circulating in the tubing. The saline bag was never replaced at any point during the treatment. No saline infusion into the patient's body was suspected. The customer did not report any "air trap" alarm, and there was no malfunction on the thermogard console, which was used during the reported event. It was suspected that maybe the medication port was not properly connected. The catheter was replaced, and treatment was continued. The customer did not provide any further information. No consequences or impact to the patient.

Manufacturer narrative:
The solex 7 catheter (lot # 164728) was received at zoll for evaluation. No issues, discrepancies, or device malfunction were found on the returned catheter. Since the catheter was fully functional, the customer's reported complaint indicates that most likely the catheter was not fully inserted, and the infusion port may have not been in the patient's vessel all the way. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Dried blood residue was observed in the serpentine balloon. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. No leak was found from the serpentine balloon, and no leak was found on the lurered connection ports during lumen crosstalk test. No other problem was found, and the catheter performed as intended.